Manufacturer narrative:
The returned device was evaluated, and the user's request of a ¿blurred¿ image was confirmed. Additionally, the device evaluation found the following: flooding (inside the main body and lens), pixel defects and free lock lever has corrosion. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no non-conformances were found. A definitive root cause cannot be identified. However, the most probably cause of the reported event is likely due to component failure attributed to fluid invasion, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: chapter 3.3 inspection of the camera head-caution: - a soiled cover glass will impede observation. - to avoid scratching the cover glass, never use an abrasive cloth or material to clean it. - when wiping, wear chemical-resistant gloves that fit properly and are long enough so that your skin is not exposed. - moisture adhering to the camera head surfaces will impede observation. Dry the instruments thoroughly before use. Precautions for disappeared or frozen endoscopic image-warning: - follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. - never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device."

Event description:
This supplemental report was submitted to provide the results of the investigation.

Event description:
The customer reported that the high-definition camera head is "cloudy". The issue was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The investigation is still in progress. However, a supplemental report will be submitted upon completion of the investigation or if any additional relevant information becomes available.